Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator system with this right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) advised shock impedance measurements had gradually increased over the past few years. Ts suggested this rv lead be replaced. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator system with this right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) advised shock impedance measurements had gradually increased over the past few years. Ts suggested this rv lead be replaced. Additional information from the field representative provided the shock that triggered code 1005 did not convert the arrhythmia. Additionally, the field representative provided the patient is scheduled to be upgraded to a biventricular device. At this time the rv lead will be replaced. However, at this time no actions have been taken. This rv lead remains in service. No adverse patient effects were reported. Additionally, this patient underwent a therapy upgrade in which this rv lead was surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator system with this right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) advised shock impedance measurements had gradually increased over the past few years. Ts suggested this rv lead be replaced. Additional information from the field representative provided the shock that triggered code 1005 did not convert the arrhythmia. Additionally, the field representative provided the patient is scheduled to be upgraded to a biventricular device. At this time the rv lead will be replaced. However, at this time no actions have been taken. This rv lead remains in service. No adverse patient effects were reported. Additionally, this patient underwent a therapy upgrade in which this rv lead was surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator system with this right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) advised shock impedance measurements had gradually increased over the past few years. Ts suggested this rv lead be replaced. Additional information from the field representative provided the shock that triggered code 1005 did not convert the arrhythmia. This rv lead remains in service. No adverse patient effects were reported.